Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Surgery date: (B)(6) 2007 and (B)(6) 2012. Patient initials: (B)(6). Gender: female. Age: (B)(6). It was reported that sometime following anterior cervical surgery on (B)(6) 2007 and (B)(6) 2012 using rhbmp-2/acs the patient allegedly began to experience change in voice,difficulty swallowing, dizziness, numbness in both arms, muscle spasms, pain and swelling in neck and shoulders. Additional information from pt. Medical records: (B)(6)2009 - pt. Presents for office visit. 'Pain level has increased since the last visit.' 'Right shoulder pain is worsening with decreased and painful range of motion.' On (B)(6) 2010 - pt. Presents for office visit with complaints of 'neck pain radiating from neck down both arms.' 'Right shoulder pain has improved since injection with improvement in rom.' On (B)(6) 2010 - pt. Underwent exam for cervicalgia and syncope. On (B)(6) 2010 - pt. Underwent exam for acquired hypothyroid. On (B)(6) 2010 - pt. Underwent a procedure for total thyroidectomy. On (B)(6) 2012 - pt. Underwent surgery to treat c6-c7 spondylosis, spinal stenosis, and non-union of anterior cervical fusion. Procedure was for c6-c7 bilateral laminotomy, foraminotomy with compression of c7 nerve roots bilaterally, posterior spinal fusion c6-c7 with spine 360 lateral mass segmental instrumentation, local bone graft harvesting, infuse, and dbx bone graft extender. 'There was a nonunion at c6-c7 with what appeared to be a solid fusion at c5-c6. Foraminal stenosis bilaterally at c6-c7.' 'Locally harvested bone was placed adjacent to decorticated surfaces of bone on top of that was placed a small infuse collagen sponge soaked with infuse bmp and with some dbx allograft and lateral gutters on both sides.'